Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and varus subsidence of the tibial tray. Loosening of the femur and tibial tray at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database by lot code was not provided. The investigation could not draw any conclusions regarding the reported polyethylene wear without the product to examine; however, wear of a polyethylene knee device after approximately twenty-four years in vivo is not unexpected. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.